Event description:
It was reported that the t:slim x2 pump battery was not charging, and a power source alert indicated the issue. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved after the customer changed the charging supplies, and the pump began charging again. Tandem technical support decided to send a replacement charger and wall adapter to ensure customer satisfaction.